Event description:
The facility reported an infuso.r. Pump with "does not spring back to infuse after starting bolus". This event occurred during programming/setup in the anesthesia department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the cause of the problem was a broken bolus switch spring mechanism. Service replaced the switchboard assembly to fix the problem.